Event description:
A resident, who was sitting in a geri chair restrained with a vest restraint, slipped down in the chair and was found with the restraint around his neck. He had no pulse or respirations, his body was warm, his eyes were open with fixed pupils that were not dilated. CPR was unsuccessful. The rptr stated that the coroner or police have the restraint.